Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.